Manufacturer narrative:
According to the field, the rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was causing the patient to suffer from phrenic nerve stimulation. Upon further review, the rv lead was observed to have perforated the patient. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.